Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump rollers did not rotate smoothly when tubing was placed in the pump raceway. There was no adverse consequence to the pt as a result of this event.